Event description:
On (B)(6) 2012, customer reported that the dxi 800 instrument generated an elevated and imprecise bhcg result from (B)(6) 2012. Customer stated that they repeated the samples on the same dxi instrument, and on another dxi instrument, and the results were also elevated and imprecise. Customer stated that there was no change in patient treatment connected to this event. Customer indicated that quality control (qc) was performing within their established limits at the time of the event. System check data was not supplied. Patient samples were collected in bd lihep plasma sample tubes and then centrifuged for 7 minutes at an unspecified speed. Field service engineer (fse) evaluated the instrument on (B)(4) 2012. Fse replaced the instrument aspirate probe tubing, aspirate probes and the duck bill after a failing high sensitivity system check was performed. Fse cleaned the sample pump piston and performed instrument alignments prior to verifying instrument performance acceptability once all repairs were completed. The failure mode of the elevated, imprecise patient results obtained on the (B)(6) /2012, is unknown and could not be determined.